Manufacturer narrative:
After the procedure, the hosp retained the product. A lot history record review cannot be performed because the lot number was not provided by the hosp.

Event description:
The hosp reported that after completing an endoscopic vein harvesting procedure, when the harvester pulled out the hemopro device from the pt's leg, half of the silicon coating on the jaw was totally missing. It could not be found in the pt or in the operating room. The harvester went back into the tunnel but could not find the missing piece. The maquet sales rep asked if there was any malfunction observed during the procedure. The harvester stated that the procedure went successfully and the missing piece was not observed while in the leg. After the procedure, they did an x-ray but still did not find any foreign objects on the film. The hosp did not report any pt complications.